Event description:
Customer called to report that the ion selective electrode (ise) drain on the unicel dxc 600i synchron access clinical system was overflowing. Customer stated that a small amount of the fluid had leaked onto the ise module and on the tray above the modular chemistry (mc) reagent compartment. The customer technical specialist generated a service request; however, the field service engineer (fse) called customer prior to the service visit, and customer stated that the issue was resolved when customer removed and cleaned a clot from the ise drain. Customer also confirmed that the instrument was now operational. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
(B)(4).